Manufacturer narrative:
(B)(4). H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant had debris on the plastic cover inside the package. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10. Reported event was confirmed by review of photo provided. Visual evaluation of the provided photo found white residue that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue is acceptable and does not contact the implant which is contained in a poly bag. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.